Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered insulin during the fill tubing process while still connected to the pump. Reportedly, the customer reinitiated the fill tubing process and delivered about 20 units of insulin. Customer acknowledged the reported event was user error. At the time of the report, the customer's blood glucose (bg) level was 171 mg/dl. The customer's correction factor of 1/80 would drop the customer well below target. Reportedly, the customer went to the emergency room (ER). The customer's bg level upon arrival at the ER was 50 mg/dl. The customer stated low bg level was addressed by consuming juice and two doses of dextrose through an intravenous drip. After approximately five hours, the customer left the ER stable with a bg level in target range of 176 mg/dl.